Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device and the issue could not be resolved.

Manufacturer narrative:
This report is filed april 2, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
The device was explanted on (B)(6) 2013; during the same surgery, the patient was reimplanted with a new device. This report is filed 31 jan 2014.